Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found the ccd lens was scratched under the whitish deposit and there were air/water flow issues. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera ii small intestinal videoscope was clogged. There were no reports of patient or user harm associated with this event. During device evaluation at olympus, it was found the complaint was confirmed and the nozzle of the insufflation channel was clogged by a crystalline material. Also, the crystalline material was found on the charged coupled device (ccd) lens. The report is being submitted due to foreign material on the scope found during evaluation.